Manufacturer narrative:
Internal report: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high control test results. The customer is concerned with tests results obtained of 59 and 62mg/dl. The expected fasting blood glucose test result range is unknown. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 10/31/2020 and open vial date is 08/07/2019. The meter memory was reviewed for previous test result history. (B)(6).

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 06-may-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique. Test strips UDI:(B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high control test results. The customer is concerned with tests results obtained of 59 and 62mg/dl. The expected fasting blood glucose test result range is unknown. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 10/31/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history. Result 1: 107mg/dl date: (B)(6) 2019 time: 12:14pm fasting , result 2: 121mg/dl date: (B)(6) 2019 time: 12:13pm fasting, result 3: 129mg/dl date: (B)(6) 2019 time: 10:46pm unknown, result 4: 91mg/dl date: (B)(6) 2019 time: 12:00pm unknown, result 5: 167mg/dl date: (B)(6) 2019 time: 8:25pm unknown.